Manufacturer narrative:
Field service engineer found that the gasses in the storage room were mixed up. Gas supplier delivered helium tank with argon fittings. The fitting on the helium cylinder allowed it to be connected to the argon bank, contaminating the supply of argon to the equipment. Once the issue was corrected the system was tested and operated within specification.

Event description:
Case cancelled with a patient under anesthesia and probes placed. Issue was with the gas flow which turned out to be mixed gas.